Event description:
It was reported that the device was stuck on the wire, and it came off and remain inside the patient. A 2.50mm rotalink plus along with a peripheral rotawire were selected for use. During the procedure, it was noted that the rotalink plus became stuck on the rotawire. While attempting to remove the device the radiopaque tip of the peripheral rotawire came off and remained inside the popliteal artery. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotawire ic. The peripheral rotalink device used in the procedure was returned through the related returned rotawire. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink in the proximal end of the wire. The spring tip appeared to be stretched with a portion of the tip detached. The detached portion of the tip was not returned for analysis. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the proximal end of the wire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to a kink in the proximal end of the wire.

Event description:
It was reported that the device was stuck on the wire, and it came off and remain inside the patient a 2.50mm rotalink plus along with a peripheral rotawire were selected for use. During the procedure, it was noted that the rotalink plus became stuck on the rotawire. While attempting to remove the device the radiopaque tip of the peripheral rotawire came off and remained inside the popliteal artery. The procedure was cancelled. No patient complications were reported.